Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that while hospitalized for an unrelated cause, the patient implanted with this system experienced a heart rate of 20 bpm per external electrocardiogram but was noted to be asymptomatic. The device was interrogated and noise with oversensing was observed in both bipolar and unipolar configurations. Device sensitivity was reprogrammed but did not resolve the issue. Review of lead measurements noted they were consistent with past values. The patient was provided a temporary pacemaker and a procedure performed the following day wherein a new system was implanted on the side opposite their existing device and the chronic system was abandoned. No adverse patient effects were reported.